Event description:
The reporter indicated that communication difficulties were experienced during an implant. The intrinsic sensing test showed only r-wave sensing. The telemetry on the final itp (inquire, telemetry and print) noted noise. Repeated attempts to measure telemetry were unsuccessful. The screen message stated, 'request unsuccessful.' Went to main screen and inquired; no problems were noted. Again, attempts to measure telemetry were unsuccessful. Repeated intrinsic sensing test which re-enabled the device. Telemetry measurement was attempted and immediate results were achieved.